Event description:
It was reported that the patient insisted during a call that the pump had malfunctioned, which caused the tubing to become pinched, leading to an occlusion and subsequent removal of the pump. The event occurred during patient use, with no harm reported. It took place while in use with patient at the patient¿s home, and the device was operated by a healthcare professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.